Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller having difficulty connecting to the power module due to a stuck pin was confirmed. The returned system controller, serial hsc-125974, was found to have a stuck pin in position 5 of the white power cable which is responsible for data transmission. The pin was removed to continue with testing. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connector. Gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: previous report's g3 was inadvertently reported as (B)(6) 2024. The correct date received by manufacturer is (B)(6) 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s system controller white power cable was not connecting to the power module or mobile power unit at home. The white cable was visibly inspected and a broken pin was suspected. The controller was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.